Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-02887) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the hospital for vt evaluation. During device check, an alert for elective replacement indicator was observed. At the previous device check, an appropriate charge time and an estimated longevity of over 6 years were observed. The device was explanted.